Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet only. Symptoms included no alerts or alarms related to the event. Outcomes included temporary interruption of cgm communication to the ilet. Investigation included basic troubleshooting and education attempts by support. Investigation of this case revealed that the issue was unresolved due to loss of contact with the user, and no device malfunction could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information.